Event description:
Boston scientific received information that this lead had dislodged and was repositioned one day post implant. The implant location of the lead is unknown and efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.